Event description:
Initial reporter indicated that they were not able to get their vns pt's generator interrogated. The pt came into office complaining of a sudden increase in seizures. It is unk if the pt's seizures were above or below their pre vns seizure rate. The physician could not read device, due to probable battery depletion. Surgery is scheduled to replace their vns battery. Good faith attempts have been made for additional details surrounding the seizure events, and status of the vns battery. A battery life estimation was performed that showed an estimated 4.93 years till the battery is suspected to be at or near eos. Programming history was not completed and may not be reflective of actual battery usage.